Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 49cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed a damaged insulation due to wear on the distal part of the fragment. However, during the analysis of the available lead fragment, no deviations were noted that may have resulted in a shock impedance greater than 150ohms. Particularly the dc resistances of the received conductor fragments, measured during the electrical analysis, were without any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high shock impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.